Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 12/2022).

Event description:
It was reported that following valvuloplasty procedure, the patient experienced loss of consciousness and cardio-pulmonary arrest, which required cardiopulmonary resuscitation (CPR). It was further reported that aortography confirmed severe aortic insufficiency (ai), however, after implantation of biologic aortic valve, ventricular fibrillation (vf) was resistant to defibrillation and CPR. Reportedly, the patient expired. There was no device deficiency or malfunction.